Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the device. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix t2 implant could not be deployed. The t1 implant was successfully removed with the aid of a surgical device. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.